Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day post implant, the atrial lead was not pacing. During fluoroscopy it was revealed that the lead had dislodged. The lead was repositioned.